Event description:
Patient reported the infusion device displayed an e8 power interrupt error and all of the buttons are unresponsive. Patient inserted a new battery and battery cover but was still unable to clear the error message. The e8 error appeared when the patient bolused for breakfast. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.